Event description:
Tech alleged that the mattress was cut and had some minor fluid ingress. No pt impact.

Manufacturer narrative:
The tech replaced the mattress cover using a treatment revitalization kit to resolve the issue.